Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty main board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the high flow insufflation unit, the device turned off during use. The issue occurred during the therapeutic procedure (appendix removal). There was a slight delay, and the patient was under anesthesia at the time. The device was able to be turned back on, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty main board; the device also got stuck with an alarm during use. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The following is the list of concomitant devices and serial numbers associated with the procedure (reported event): ltf-190-10-3d, sn (B)(4). -cv 190, sn (B)(4). -cv 190, sn (B)(4). -3dv-190 sn (B)(4). -clv190 sn (B)(4).